Manufacturer narrative:
(B)(4). G2: foreign, event occurred in taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the inner ring of the cup abnormally popped out, preventing the liner and head from properly engaging with the cup. There were no impacts or consequences to the patient. Attempts have been made and no further information has been provided.